Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that all centrals, clients and servers lost connection to primary server in the hospital. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) confirmed the reported issue. Rse performed a reboot of the primary and physio servers as the uptime was high. This improved but did not resolve the issue. After reviewing the logs, rse noted database errors and lengthy query entities. Rse cleared the physio database and the internal database on the affected ix hosts. This resolved the issue.

Event description:
The customer reported that all centrals, clients and servers lost connection to primary server in the hospital. The device was in clinical use. There was no report of patient or user harm.